Event description:
It was reported that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas. If the devic is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.